Manufacturer narrative:
(B)(6). The device manufacture date is currently not available. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear/strained from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the motor on the compact air drive device seized, was blocked and running rough. It was further determined that the motor and gear were defective. During the pre-repair diagnostics assessment, the device failed for air leak, function of soft mode switch(safety system), triggers for forward / reverse mode, untrue running, excessive noise, power with test bench and for starting behavior. It was noted in the service order that the device had no power. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as may 28, 2009. Device availability: the device availability date was incorrectly documented. The date returned to manufacturer was corrected from (B)(6) 2016 to (B)(6) 2016. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.